Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The receiver log download retrieve and attach passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The receiver functional test was performed and passed. A pairing test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.